Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for distal femur fractures with rfna. The surgery was completed successfully with no surgical delay. After surgery, the patient was non-weight bearing for approximately 6 weeks, and rom was initiated as soon as possible approximately two months after surgery, the backout of two distal oblique screws (used in combination with screw washers) and a loose washer was confirmed. Since callus formation is observed, and bone union appears to be occurring, monitoring of the condition will continue for now. However, since the screws are palpable subcutaneously, removal through a small skin incision is being considered. Alternatively, since there are signs of oa in the knee joint, revision surgery with tka is considered to be performed for approximately a year from now. No further information is available.

Manufacturer narrative:
This product was reported in error. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.